Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient diagnosed with diabetes and ovarian cancer. The following results were provided: (B)(6) 2013 = 330000 u/ml (reagent lot unknown); (B)(6) 2013 = 14886 u/ml (reagent lot 25421m500); and, (B)(6) 2013 = 231 u/ml (reagent lot 27048m500). The patient has undergone treatment for diabetes. The customer noted that in (B)(6) 2013, this patient had an elevated hemoglobin a1c result of 17.0 %a1c and is questioning whether there is any connection between diabetes and falsely elevated ca 19-9 results. The patient has not received any treatment for the ovarian cancer. To date, there has been no adverse impact to patient care reported.

Manufacturer narrative:
Patient results (mean data collected via abbott link) were reviewed. The data was used to calculate the average patient median, which in turn was used to determine the concentration difference of each reagent lot used by the customer (patient median to the average median patient of all lots). The concentration difference was compared to the total allowable bias for the architect ca 19-9xr assay (this has been defined by an internal in-house requirement). The concentration difference by reagent lot from the average patient median ranged from (-)2.16 to 3.09 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the architect ca 19-9xr assay of a maximum bias of 9.6 u/ml for values less than 37 u/ml. This evaluation concluded that all reagent lots reviewed read patient results consistently (note: the analysis use a 12 month range from july 2012 to july 2013 to determine if a clinically relevant bias was observed for any particular reagent lot. Lots were excluded that did not have more than 1000 data points to increase the confidence in the median value. Also, lots that were part of the may 2012 field action were excluded from this analysis. This reagent lot was also part of an investigation regarding an increase in calibration failures. The investigation determined that the probable cause for the increased architect ca 19-9xr calibration failures was due to the bovine serum albumin (bsa) from a specific supplier used to manufacture the conjugate component. This issue has since been resolved. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent lot is performing as intended. The issue was for a discreet patient and retests performed with new samples generated lower results. No additional issues were found. A product malfunction was not identified. Lot number identified as 24421m500.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).